Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The customer stated that he no longer had the tell-tale signs to alert him when his glucose level is low, which is why he got on the glucose monitor to begin with. The customer stated that if he had known the difference between the glucose monitor and the actual blood glucose meter test, he would just stuck with the insulin pump. The customer has not been able to drive since the incident occurred, and there was over (B)(4) in damage done. He stated that he could be gotten himself killed or killed someone else, which upsets him. The customer has been on the device for over three years. He stated that his blood glucose was fluctuating and had to treat with a manual injection overnight; he was chasing his blood glucose all day. The caller stated that he calibrates every four hours even though he is supposed to do every twelve hours. The caller mentioned that the doctor has made changes to his settings, but his glucose level was still fluctuating. The customer has not been able to drive for the past six months due to the issue. The customer raised his concern and stated that if he can not control his glucose level in the next six months, he will be off the insulin pump. The caller stated that the device has been replaced.

Event description:
The customer stated that he was hospitalized with a blood glucose of 31 mg/dl. The customer stated that he experienced low blood glucose levels while he was driving, and was in an accident. The customer stated he usually snacks before any activity, but isn't sure if he did prior to driving. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume displayed a higher amount of insulin than what is in the reservoir. No cracks on the insulin pump from the accident. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump passed the delivery volume accuracy test.